Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001; 419378c lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-sense and post-pace. It was noted that the episodes were isolated to a specific date. The rv lead remains in use. No patient complications have been reported as a result of this event.